Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (B)(4), alleging a onetouch verio iq meter was displaying inaccurately high results compared to another meter. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported she felt symptoms of "sweaty and shaky" 1 minute prior to testing on the lfs meter. The patient reported testing on the lfs meter on (B)(6) 2013, at 11:25am and obtaining readings of "1.6 - 2.0mmol/l." The patient compared these readings with unknown readings on a one touch ultra meter which was "always under 1.6-2.0mmol/l". The patient reported using oral medications to manage her diabetes and she test more than 4 times a day. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. It is unclear if the patient was able to obtain any blood glucose readings prior to the start of the alleged issue. It is unclear what might have caused the alleged symptoms. The patient denied receiving any treatment for an acute complication of diabetes. At the time of troubleshooting, the patient reported the meter was in the correct unit of measurement at the time of testing, and she was using the correct testing steps. The patient was found to be using an approved sample site to obtain the samples and her test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There was no indication that the subject meter caused or contributed to an adverse event. The patient's reported symptoms correlated with the alleged inaccurate readings and the patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the alleged issue. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (07/15/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/31/2013 and 7/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.